Manufacturer narrative:
On 10/24/2019, additional information indicated that the patient underwent bilateral removal and replacement as follow: left replaced with catalog number 3503290, serial number (B)(4), and right replced with catalog number 3503290, serial number (B)(4). Update on date problem observed which is 9/16/2019. Suspect device received on 10/29/2019 device evaluation summary completed on 11/13/2019: during evaluation of the sample, it were observed two (2) tears (a & b) within a crease each one of them; all located in the posterior aspect measuring approximately 1.0 cm (a) and 5.5 cm (b). No other anomalies were discovered. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Concomitant medical products: mentor smooth round moderate profile 325cc saline breast implant, cat/lot 3501650 189923 manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) asian female patient underwent a primary breast augmentation with mentor smooth round moderate profile 325cc saline breast implants which the right side deflated after implantation. The issue was confirmed by the physician. As a result patient had the device removed on (B)(6) 2019.